Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional analysis was performed on the returned device. The reported deflation issue was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal popliteal artery. Resistance was not felt during advancement of the 5 x 80 mm armada 35 balloon dilatation catheter (bdc) through the lesion and it crossed successfully. The bdc was inflated once to nominal pressure; however, it failed to deflate after several deflation attempts. A 50 ml syringe was used to pull negative pressure for 10 minutes to fully deflate the balloon and the balloon was removed from the anatomy. A replacement bdc was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.